Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed both devices met pre-release specifications. Gore® viabahn® vbx balloon expandable endoprosthesis (two devices) were overlapped and implanted as one unit in same anatomical location. It was not specified if one or both devices occluded. Lot/serial #(B)(6); item bxa077902a and UDI #(B)(4) was second device that remains implanted. H6 - code b20: both devices remain implanted. Therefore, direct product analysis was not possible. Images were not provided to allow for further investigation. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a study patient underwent a aaa procedure. During the procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device(s)) were utilized as branch devices. Two vbx devices were implanted in an overlapped fashion, as one unit in the left renal artery. On (B)(6) 2023, left renal artery thrombosis was observed. Acute acute kidney failure was listed as secondary to occlusion. The adverse event resulted in in-patient hospitalization. On (B)(6) 2023, left renal artery suction thrombectomy and stent placement were performed during reintervention. Patency was restored and the patient tolerated the procedure.